Event description:
It was reported that a patient presented for a right ventricular lead repositioning procedure for an unspecified reason. The lead ended up being explanted and replaced.

Manufacturer narrative:
Correction: added the clarifier code of "unspecified oversensing" to the h6.

Manufacturer narrative:
Correction: added the code for oversensing, as well as updated the patient's status to stable.

Event description:
New information notes that the patient experienced right ventricular oversensing, and that the patient was stable after their surgical procedure.

Event description:
New information notes that the right ventricular lead became dislodged, retreating into the superior vena cava. This caused right ventricular noise oversensing alerts. The patient was stable after the procedure to remove the lead.